Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a connection issue with an unknown transfer set which led to a break in aseptic technique during peritoneal dialysis therapy, which resulted in the patient experiencing peritonitis. The patient was hospitalized for unrelated medical conditions. During the hospitalization, the transfer set disconnected (exact location not reported) and the nurse reconnected it without using proper aseptic technique. Seven days after admission, the patient was discharged home from the hospital. Eighteen days later, the patient experienced peritonitis. The patient was not hospitalized for the peritonitis event. The patient was treated with an unspecified antibiotic (drug name, dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. On an unknown date at the end of the same month as the event onset, the antibiotic was discontinued and the patient recovered from the peritonitis event. It was not reported if the nurse was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.